Event description:
It was reported that the port malfunctioned and had to be removed.

Manufacturer narrative:
One 8f pro-fuse port was returned for evaluation. A visual examination of the port revealed that the port cap had separated from the port body. The edge of the cap is fractured at the edge of the snap feature. There is evidence of solvent on the inside of the cap and the outer edge of the base. Without the lot number, we are unable to review the manufacturing records. The port was implanted and used without difficulty for 1 year. No information was provided as to what procedure was bing performed when the problem occurred. We are unable to determine the exact cause of this incident; however, there is no evidence of a manufacturing defect. It appears the device was stressed beyond its design capabilities.